Event description:
It was reported that the asymptomatic patient presented in clinic for normal follow up. Externalized conductors were noted via x-ray. No electrical anomalies were detected. The patient will continue to be seen with routine follow ups by the physician.